Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that during a device check of this pacemaker system prior to magnetic resonance imaging (MRI) scan, high out-of-range pace impedance measurements greater than 2,000 ohms on the right ventricular (rv) lead. Review pace impedance trends showed a gradual rise in measurements since (B)(6) 2025 that was suspected to attributed to a physiologic cause. It was noted that the clinic was monitoring the rv lead, with plans for lead revision at the next routine battery replacement. It was confirmed that the non-conditional MRI scan was completed with appropriate orders. This rv lead remains in service. No adverse patient effects or interventions were reported at this time.